Manufacturer narrative:
(B)(4).

Event description:
It was reported "during procedure, when tired inflated the balloon it ruptured lead to not being able to use in the procedure". Additional information states that the iab catheter was removed and replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "during procedure, when tired inflated the balloon it ruptured lead to not being able to use in the procedure". Additional inforamtion states that the iab catheter was removed and replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with no relevant findings. The potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.